Event description:
It was reported that during a procedure, in wound closure, the thread came loose from the needle several times. Additionally, the thread broke in half during suturing. The needle did not fall into the patient cavity. An additional new suture was used without issue.

Manufacturer narrative:
D10. Concomitant products: sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot d4a3964y); sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot d4a3964y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, in wound closure, the thread came loose from the needle several times. Additionally, on the third device, the thread broke in half during suturing. The needle did not fall into the patient's cavity. An additional new suture was used without issue.